Manufacturer narrative:
Follow-up (B)(6) 2016: customer reported that bg levels have decreased; however, no specific value was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 486 (mg/dl). Customer delivered manual injections to treat bg levels. System check with tandem technical support indicated the pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.